Event description:
During remote monitoring, episodes of myopotential oversensing resulting in inappropriate mode switch were observed on the atrial lead. The patient was later seen in-clinic, and oversensing could be reproduced during provocative testing. No intervention was performed at this time. The patient was stable and will continue to be monitored.